Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date: unknown due to unknown lot number; lot number: unknown due to unknown lot number; implanted date: device was not implanted; explanted date: device was not explanted; device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that during the procedure the involved destination was used. It was a leg angio right side groin stick. An ultrasound was used with a micro access kit, it was upsized to 5fr and then exchanged for the destination 5fr. The hub became detached in the physician's hand during insertion and there was bleeding outside sheath. The hub was reconnected, and the procedure was continued. There was no intervention required. The patient developed a groin hematoma post procedure. Additional information was received on 26aug2019. The patient was discharged. Bleeding occurred out of the sheath hub, where the disconnection of the cc valve from the sheath hub. Manual compression was used to treat the hematoma; hematoma was at the insertion site. The patient was reported to not be obese.